Event description:
The complainant reported that, a vancel pasv PICC had been therapeutically placed in a pt (age and gender unknown), fractured inside the pt seven days subsequent to placement. The location of the break was reported to be located 10cm. Distal from the suture wing. The fractured portion of the catheter that remained inside the pt was successfully removed with the aid of a snare. The device was then successfully replaced in the pt and there was no adverse affect on the pt as a result of the reported problem.

Manufacturer narrative:
The complainant reported that this device will not be returned to this manufacturer, as it was discarded subsequent to the event; consequently an evaluation can not be performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.